Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and it was buzzing and screen was white. The customer¿s blood glucose level was 243 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump passed selftest and displacement test. Power connector plug in and locked in place properly. Insulin pump shows no damage on lcd controller or lcd glass.